Event description:
The customer reported unit went to ventilator inoperative at turn on. Reportedly, customer found error code of air valve liftoff failure and diagnostic log 4. Unit is now passing extended self test (est). Customer indicated that the unit was a rental unit. Customer wants to know if they should continue using or request a replacement from us med equip. Customer reported there was no patient involvement.